Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that when lifting the flap with a spatula, there is an incomplete cut in the patient's left eye during lasik surgery. The island was caused by a failure to release gas when cutting.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after date of first receipt of complaint. Logfiles, pre and post-operative clinical data was requested multiple times but not provided. Root cause analysis cannot be performed due to missing information. Root cause cannot be determined conclusively. Not enough information was provided to properly complete an investigation. The manufacturer internal reference number is: (B)(4).